Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited a delayed alarm, about one minute, for no disposable, clamp tubing. It was reported the end user felt the one-minute delay of the alarm was too long compared to other pumps. Per reporter when the pump malfunctions the patient experiences with dizziness, nausea and chest tightness are more intense, reportedly the patient went 15 minutes without medication one night due to a pump alarm from one of the three pumps they are sending back. Reportedly the end user is returning two pumps serial numbers (B)(4) for previously reported events, in addition to this report for a newly reported pump issue. The reporter also indicated the end user has backup product and was able to continue therapy.